Event description:
The physician successfully deployed a 3.0mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug-eluting stent at cass # 1-2, overlapped with a 3.0mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug-eluting stent (ref MFR 2953200-2010-01602). The lesion was reported to exhibit 90% stenosis. It was reported that post deployment of the stents a bleed developed at cass #3. Pericardiocentesis was performed. A transfusion was also performed. There was no product malfunction reported. Pt recovery was confirmed by the account.

Manufacturer narrative:
(B)(4). Evaluation, results: unk what caused damage, perforation. Conclusions: unk what caused damage.